Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via 5fr non-bsc sheath. The 90% stenosed target lesion was located in a shunt in the mildly calcified and severely tortuous radial vein. The physician suspected that the stricture was stiff due to valve stenosis. A 5.0 x 20, 40cm mustang¿ balloon catheter was then advanced for dilation. However, on the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with dilation of a 6mmx2cm balloon catheter at 10 atmospheres which resulted to 0% residual stenosis. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).